Manufacturer narrative:
The affected oxygenator was requested for further investigation but not received yet. Therefore the investigation is pending. A follow up medwatch wil be submitted when new information becomes available.

Event description:
The following was reported: "when discontinuing a patient from a v-a ECMO, when disconnecting the water lines from the heater cooler it was noted that the water coming out of those lines was blue tinged. The patient had received methylene blue prior to ECMO decannulation and his urine was blue tinged as well (often seen after administration of methlyene blue). Appears this may have been a blood to water leak on a very small scale". (B)(4).

Manufacturer narrative:
It was reported that when disconnecting the water lines from the heater cooler it was noted that the water coming out of those lines was blue tinged. The patient had received methylene blue (mb) prior to ECMO decannulation and his urine was blue tinged as well (often seen after administration of methlyene blue). Appears this may have been a blood to water leak on a very small scale. The affected oxygenator was investigated in the getinge laboratory on 2021-05-18. During visual inspection, a blue discoloration was found at the edges of the fibers on the blood inlet side. These were also discolored after cleaning. The tightness test of the water side and the blood side showed no abnormalities. No leakage could be detected, which would indicate a defect within the oxygenator. Methylene blue can color the membrane and the color particles are small enough to even pass the membrane and color the water of the hetaer unit, without having a leak in the membrane. In the blue-colored version this small molecule is ionized and thus hydratized. This makes the blue-colored version somewhat bulky and unable to cross the membrane. The blue version is the oxidized molecule which certainly could be deoxidized in the patient's environment when given as an i.v. Drug. Then we receive a neutral and colorless molecule with low hydratization which can pass the membrane. Hence, methylene blue may not be used as an i.v. Drug in combination with the quadrox oxygenator which is also stated in the instructions for use (IFU, g-605 70106.7804, version 03) in chapter 4.3 safety instructions for the oxygenator: deposits on the membrane can lead to inadequate patient support. Do not use methylene blue immediately before or during perfusion. Based on the investigation results the reported failure can be confirmed but the product was functioning as intented. The production records of the affected oxygenator and all related documents were reviewed on 2021-05-19. Following tests are performed according to the bop as a 100 % inspection: pressure test, tightness test, final product test. According to the final test results, the oxygenator with the serial# (B)(6) passed the tests as per specifications. Production related influences can be excluded. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate was calculated for the reported failure and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿ s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Event description:
Complaint # (B)(4).